Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record identified the following related repair: tech did not indicate whether the cutter was damaged. However, the cutter did not pass the sample mesh test which has previously been linked to failures of the mesh test. The cutter was returned and the customer notified as zimmer biomet does not perform repairs on the cutter accessory. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device failed the sample mesh test during evaluation. No harm or delay were reported as it relates to this event. No adverse event was reported as it relates to this event.